Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous and severely calcified left superficial femoral artery. Predilatation was performed with an unk balloon and a non bsc stent was implanted. For post stenting, the 5.0x100mm sterling balloon was used. On the first inflation, the balloon was inflated to eight atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt's status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned for analysis as it was disposed of. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)